Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead and cardiac resynchronization therapy-defibrillator (crt-d) displayed a single episode of noise. The noise was oversensed leading to pacing inhibition with asystole. Noise was not able to be recreated. All lead diagnostics were normal. The physician planed to monitor the system for the time being. There were no adverse patient effects reported. The system remains in service.